Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon eval, the monitor was unable to detect any electrode belt therapy electrodes. The cause for the failure was isolated to a damaged j4 connector on the monitor defibrillator board. Both leads of j4 were broken. The root cause for the damaged leads on connector j4 could not be positively identified. No adverse event resulted from the damage connector. The pt rec'd a replacement monitor.

Event description:
The mother of a (B)(6) male pt called zoll customer support to report that the pt was receiving check therapy electrode alarms. The pt was issued a replacement monitor.